Event description:
A healthcare facility in alabama reported via a fisher and paykel healthcare (f&p) field representative that the autofill chamber as part of the heated breathing tube and chamber kit was found leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Complete device identification information was requested but not provided by the healthcare facility. Fisher & paykel healthcare (f&p) has requested for the complaint device be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the autofill chamber as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in alabama reported via a fisher and paykel healthcare (f&p) field representative that the autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was found leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). D4, h4: complete device identification information was requested but the device details could not be obtained. Corrected data: b4, b5, d1, d4, d9, g3, g6, h2, h3, h6. Product background: the autofill chamber as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was received at fisher & paykel healthcare (f&p) new zealand where it was visually inspected by a trained f&p investigation engineer. F&p's investigation is based on f&p's evaluation of the subject autofill chamber, information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the subject autofill chamber confirmed that the dome of the subject autofill chamber was cracked along the chamber base. The healthcare facility stated that the subject autofill chamber was found leaking water during the reported event. There were no patient consequences reported by the healthcare facility. Conclusion: f&p are unable to determine the exact cause of the damage to the autofill chamber. F&p's investigation indicates that the damage was possibly due to mechanical stress. The stress source was unable to be identified. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. Any chamber that fails this test is rejected. The subject chamber would have met the required specification at the time of production. The user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."